Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) would not pair with the ilet, resulting in a ¿dosing stopped, connect cgm¿ message and a failed pairing, with no impact to blood glucose levels; the issue aligns with an intermittent communication failure involving the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between connected devices consistent with intermittent communication failure, with the affected device component identified as the antenna within the electrical/magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.